Event description:
The following was reported: during an operative hysteroscopy, the single-use resection loop broke inside the patient's abdomen. Surgeon stress due to the complication, with prolonged procedure time to locate the broken fragment of the loop. Disruption of the operating schedule. Increased duration of anesthesia for the patient. Actions undertaken in the healthcare facility for patient management: identification of a breakage of the resection loop, with the fragment found in the collection pouch. Decision to discontinue the procedure due to suboptimal visualization conditions. Recommendation for a follow-up ultrasound within 15 days, with the possibility of scheduling a second operative hysteroscopy for resection if necessary. A decision was made to stop the procedure due to lack of optimal visualization. Additionally, a second resection hysteroscopy will need to be evaluated during the follow-up consultation. Thus, the event is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).